Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the pump¿s battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple cracks in the pump¿s battery compartment. The battery cap was unable to fully tighten due to the battery compartment cracks. A power loss was observed during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.